Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 292 mg/dl, 182 mg/dl and 381 mg/dl taken within ten minutes on the aviva system. No adverse event reported, meter and strips replaced and requested for return.